Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was noted to be 206 mg/dl, and there was no adverse impact reported. The customer used multiple daily injections to manage the blood glucose level and received assistance from technical support to reset the pump malfunction. The pump was reset successfully without recurrence of the issue, and the customer was instructed to continue using the pump and to call back if any further malfunctions occur.